Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable low elecsys hcg + beta test system result for one patient sample. On (B)(6) 2017, the result for the patient was 2886 miu/ml. On (B)(6) 2017, the result from a new sample form the patient was 294 miu/ml. An ultrasound was performed on the patient and confirmed a viable pregnancy. On (B)(6) 2017, the result from a new sample from the patient was 13959 miu/ml. The physician questioned the result from (B)(6) 2017, but the sample had been discarded and testing could not be repeated. Based on the results from (B)(6) 2017, the customer believed the result of 294 miu/ml on (B)(6) 2017 was erroneous. There was no allegation of an adverse event. The reagent lot number was 24044405 with an expiration date of 31-aug-2018. The field service representative could not determine a cause. He checked for proper internal and external rinses of sample probe, reagent probe, wash system sippers, sipper probes, and microbead mixer. He checked for proper alignments of mechanisms, and ran performance testing which was all within specifications. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Typical causes for this type of event include issues with sample quality or insufficient analyzer maintenance. Review of the qc data from prior to and after the event found all results were acceptable.